Event description:
A technician experienced tingling of the fingertips after removing the bi test pack with noticeable pooled moisture present from a completed load. Medical attention was not sought and the symptoms resolved in 10 minutes. The vaporizer plate was intact.